Manufacturer narrative:
Approximate age of device - 3 years (calculated from date of manufacture of the backup battery). The reported backup battery fault alarms and pi events were confirmed upon review of the submitted log file. The first backup battery fault alarm was occurred because the backup battery had passed its expiration date. The driveline was disconnected and a second backup battery was installed. Another backup battery fault alarm occurred because the backup battery had passed its use by date. The driveline was disconnected again and the second backup battery was replaced. The system continued to operate at the fixed speed at the time of the backup battery fault advisory alarms. The system controller and backup battery were not returned for evaluation as the system controller remains in use. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer''s corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice ((B)(4)). No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The serial number of the device was requested but has not been provided, therefore, the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed with a backup battery fault. When the internal backup battery was changed, the system controller log file was reviewed and multiple pulsatility index (pi) events were noted over approximately a one month time period. The pump set speed was increased from 8800rpm to 9200rpm by the vad team. The patient was reported to be asymptomatic during the events. The log file was reviewed by the manufacturer's technical service representative and in addition to the reported pi events, there were two driveline disconnect alarms; one occurred on (B)(6) 2015 and the second occurred on (B)(6) 2015. At the time of the driveline disconnect alarms, the pump speed was captured at zero. Both alarms were proceeded by a yellow wrench advisory/backup battery fault alarm. Additional information was requested but was not provided.